Event description:
Event description guidant received information that, during pre-implant testing, the battery monitoring voltage measurement for this cardiac resynchronization therapy defibrillator (crt-d) was noted to be 2.94 v. It was reported that the representative was uncertain as to whether or not the device had been interrogated via radiofrequency (rf) and left in storage mode or not.